Manufacturer narrative:
Update to b1: report type. Update to h1: type of reportable event.

Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
It was reported that the control syringe unraveled from the manifold, made a "popping sound", and the black plunger inside the barrel dislodged. The customer did not report any patient impact related to the reported incident. The customer did not report any serious injury, medical intervention required, or follow-up care needed as a result of the reported issue. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the control syringe unraveled from the manifold, made a "popping sound", and the black plunger inside the barrel dislodged.